Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported multiple occlusion alarms occurred leading to the incorrect insulin amounts being delivered. Blood glucose level was 115mg/dl. A system check was performed and the pump performed as intended. No damage was noted to the infusion set cannula. Reportedly, the customer reverted to an alternate pump for insulin therapy.